Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. During visual inspection, white residue inside the tubing was noted. The white residue compared to defect library has similar characteristics and is identified as fatty acid (likely calcium stearate) calcium carbonate and a small amount of a carbonyl-based material. The reported condition was verified. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed the patient¿s transfer set tubing. The set had been used for two months. There was patient involvement but no patient injury and no medical intervention. No additional information is available.